Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted (B)(6) 2012. (B)(4).